Event description:
It was reported the customer was hospitalized. The customer also reported they had dropped their insulin pump in the hospital and their belt clip broke. Customer's blood glucose was unknown at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.